Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for analysis. The reported balloon rupture was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the fox sv balloon ruptured with the first inflation in the calcified target lesion in the superficial femoral artery. There had been no difficulty getting to the target lesion. The fox sv was easily removed from the patient. A non-abbott dilatation catheter was used to complete the procedure. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.